Manufacturer narrative:
The contrast media was leaking during initial inflation of a 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter. The device was replaced with another unknown different size device and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The saber pta balloon was used. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The plunger did depress into the syringe/indeflator when trying to inflate. The balloon inflated normally. No abnormalities were observed when the balloon was inflated. The product was not returned for analysis. A product history record (phr) review of lot 82186754 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot# 82186754 presented no issues during the manufacturing process that can be related to the reported complaint.. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the contrast media was leaking during initial inflation of a 2mm x 25cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter. The device was replaced with another unknown different size device and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The saber pta balloon was used. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The plunger did depress into the syringe/indeflator when trying to inflate..the device will not be returned for evaluation due to covid-19.